Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen is frozen; stays frozen on the maquet screen.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the video processor board, the lower bezel and the right hinge cover and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Fse replaced executive processor pcb which was found to be defective and this corrected the start up issue. To fix the display related issue, fse replaced the video processor board, the lower bezel and the right hinge cover. Fse had dropped the touchscreeen during repair hence touchscreen was replaced and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen is frozen, stays frozen on the maquet screen. There was no patient involvement.